Event description:
It was reported that an air embolism occurred. The target lesion was located in the coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was used for dilatation. However, upon pulling negative pressure, an air embolus was injected into the coronary artery. The balloon was removed as rupture was suspected, but when the device was removed from the patient the balloon was intact and they found a leak in the delivery line. The device was completely removed from the patient's body. The patient was then treated with medications and was now stable.